Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-17093. It was reported during the patient's permanent procedure, the model 3228 scs lead was placed and there was cord compression throughout the left side of the lead. The physician then attempted to place a model 3219 scs lead and again there was left sided cord compression. It was also reported the patient was experiencing increased bleeding. Subsequently, the procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.